Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: herford a., ellis e. (1998). Use of a locking reconstruction bone plate/screw system for mandibular surgery. J oral maxillofac surg 56:1261-1265 (USA). This report is for an unknown screw /unknown quantity/ unknown lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: herford a., ellis e. (1998). Use of a locking reconstruction bone plate/screw system for mandibular surgery. J oral maxillofac surg 56:1261-1265 (USA). This study examined the use of a locking reconstruction bone plate/screw for use in mandibular surgery. The study included 84 patients, 71 male, 13 female, were treated with a locking reconstruction bone plate/screw system, synthes, for fractures of the mandible or continuity defects in an l8 month period, were prospectively studied. Ease of use of the locking plate/screw system, characteristics of the fractures/defects, and complications were tabulated. This is report 3 of 3 for (B)(4). This report is for an unknown screw and refers to the following complications: 1 (one) patient experienced a chronically infected nonunion and required revision. It was noted during surgery that the bone screws had loosened from the bone. All the screws were still firmly attached to the plate. A longer bone plate was placed and a bone graft inserted.